Event description:
The registered nurse (rn) contacted global technical services (gts) regarding a question about a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, at the end of therapy. The technical service representative (tsr) explained the alarm. The rn said the ultrafiltration (uf) was equal to 2058ml. The home patient (hp) had a fill volume of 2000ml. They stated they were expecting a high uf, because they were using 4.25% solution and 2.5% solution. The rn stated they would call back if they had any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that the patient has been doing fine since then. She stated that it was caused from the patient using a higher strength solution that normal. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported drain volumes. The assignable cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty, and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty.